Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with the main facility. They initially stated that the cns was not in patient use, but when qa asked for confirmation they provided us additional device information for the bedside monitors (bsm) which are devices that could be monitored on the cns and makes it appear as if the cns was monitoring patients when the communication loss occurred. However, they stated that this was not affecting patient monitoring, so it is still unclear whether they were monitoring the patients or not at the time this issue happened. Therefore, to err on the side of caution an MDR is being filed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following bedside monitors were used in conjunction with the cns. Bedside monitor: model: mu-631ra, sn: (B)(4). Bedside monitor: model: mu-631ra, sn: (B)(4). Bedside monitor: model: mu-631ra, sn: (B)(4). Bedside monitor: model: mu-631ra, sn: (B)(4). Bedside monitor: model: mu-631ra, sn (B)(4). Bedside monitor: model: mu-631ra, sn: (B)(4). Bedside monitor: model: mu-631ra, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with the main facility. They initially stated that the cns was not in patient use, but when qa asked for confirmation they provided us additional device information for the bedside monitors (bsm) which are devices that could be monitored on the cns and makes it appear as if the cns was monitoring patients when the communication loss occurred. However, they stated that this was not affecting patient monitoring, so it is still unclear whether they were monitoring the patients or not at the time this issue happened. Therefore, to err on the side of caution an MDR is being filed. No patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with the main facility. They initially stated that the cns was not in patient use, but when qa asked for confirmation they provided us additional device information for the bedside monitors (bsm) which are devices that could be monitored on the cns and makes it appear as if the cns was monitoring patients when the communication loss occurred. However, they stated that this was not affecting patient monitoring, so it is still unclear whether they were monitoring the patients or not at the time this issue happened. Therefore, to err on the side of caution an MDR is being filed. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that central nurse's station (cns) experienced communication loss with the main hospital where the monitored beds were physically located. Cns device is not able to select any beds to monitor. Nk cits logged into netkonnect server - no errors found. Everything was functional. It was observed that customer rebooted the server on the same day at 10:02:59 which may have cleared any errors. Event tracker showed customer had made a hard-shutdown by pressing the power button - not a proper shutdown method. Investigation conclusion: the root cause of the reported communication issue could not be determined based on the information available. Communication issue has many networking related cause factors. At this time, a single cause could not be determined. Because the issue has not re-occurred on this cns device, and due to no root cause determined, corrective action is not warranted at this time. Additional device information: d11 & c2: the following bedside monitors were used in conjunction with the cns. Bedside monitor: model: mu-631ra, sn: (B)(6). Bedside monitor: model: mu-631ra , sn: (B)(6). Bedside monitor model: mu-631ra sn: (B)(6) bedside monitor model: mu-631ra sn: (B)(6) bedside monitor model: mu-631ra sn (B)(6) bedside monitor model: mu-631ra sn: (B)(6) bedside monitor model: mu-631ra sn: (B)(6)